Event description:
It was reported that the patient passed away. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received. It is unknown what the cause of death is or what the relationship of the death to vns is.

Event description:
Additional information was received stating that the vns patient¿s cause of death was probable cardiopulmonary arrest secondary to pneumonia. The autopsy report included ¿complications from mental retardation-cerebral palsy¿ as an underlying cause of death. With the available information, it is highly unlikely that the patient¿s death is related to vns.